Manufacturer narrative:
Updated: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was misloaded by the medtronic representative due to folding/overlap. A new valve was loaded onto a different delivery catheter system (dcs) and deployed with no issues. Following the procedure, the patient suffered a stroke in recovery and subsequently died overnight in the intensive care unit (ICU). Additional information was received that the stroke was confirmed with a computed tomography (CT) scan. As a result of the stroke, the patient was struggling to wake up in recovery, was not able to move their left arm and had left-sided facial drooping. Unspecified treatment was provided in the ICU. Per the physician, the cause of the stroke was unknown and difficult to determine, but it is a known risk for any intervention and any equipment used could have contributed to the stroke. The physician did not attribute the stroke to the dcs. The misload or folding was not detected on the screening, but when the valve was deployed up until 80% mark, the infold was observed extending all the way up the valve. The valve was quickly recaptured and the new valve loaded.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was misloaded by the medtronic representative due to folding/overlap. A new valve was loaded onto a different delivery catheter system (dcs) and deployed with no issues. Following the procedure, the patient suffered a stroke in recovery and subsequently died overnight in the intensive care unit (ICU).

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut fx dcs, product ID: d-evolutfx-34, lot: 0012425596, use by date: 2026-09-03, UDI: (B)(4). Continuation of d10: product ID: d-evolutfx-34 (lot: 0012425596); product type: 0195-heart valves; product ID: evolutfx-34 (serial: (B)(6); product type: 0195-heart valves; product ID: l-evolutfx-34 (lot: 0012210393); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.